Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The physician noted that the patient had a preexisting pericardial effusion. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The 27mm watchman device was deployed as planned with no apparent change in the preexisting pericardial effusion. The physician continued to monitor the preexisting effusion for a few minutes after device deployment to see if there was a change. He believed that it stayed the same size as before they started the procedure. The next day the patient had some chest pain and a pericardiocentesis was required to drain the effusion. The patient has since been discharged home.